Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head was out of specification on its uplink amplitude test and it was also noted that the label was delaminated. The head's cable and label were replaced to resolve. Product ID: 229047 software analyzer. (B)(4).